Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected battery out of limit noted. The device was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.

Event description:
Customer reported that the insulin pump alarmed button error. Customer removed the battery and replaced it and received a battery out of limit but the buttons are not responding and is unable to clear alarm. Blood glucose value is 150 mg/dl. Customer stated she is sweating and has the device on her. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.